Manufacturer narrative:
A supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported by the customer that during battery operation cardiosave intra-aortic balloon pump (iabp) is not holding charge and showing no useable batteries in bay1&2. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and observed battery not charging, not operating on battery operation, and showing no useable batteries in bay 1&2. During observation the fse also found saline contamination to cardiosave console and cart. Observed battery slot board damaged from saline and power management inoperative due to power slot. The fse cleaned all saline contamination and installed a new power management circuit and power slot board which corrected failure. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h6 (medical device ¿ problem code), h11. The failure analysis and testing dept. Received the parts associated with this complaint: parts were received with a reported failure of saline contamination and the power management board inoperative. The fat performed a visual inspection and found to have saline contamination. Confirmed failure on this part but no root cause identified. The fat installed part in cardiosave test fixture and tested the part to factory specifications per the company procedure. Could not confirm any failure. Retaining the parts in the failure analysis and testing department per procedure. The most probable root cause for the reported failure is fluid ingress.